Event description:
It was initially reported that a pt's device was overdischarged, as the pt was dissatisfied with their stimulation. Stimulation was occurring in the wrong location. It was noted that it had been a couple months or more prior to (B)(6) 2010, since the pt last felt stimulation or recharged their device. An appointment with their physician was scheduled for (B)(6) 2010. On (B)(6) 2010, it was reported that it had been approx 1.5 months since the device was recharged. On (B)(6) 2010, it was indicated that the pt was implanted with a non-rechargeable type device. The pt's outcome was not reported. Additional info will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).